Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It has been reported that the affected device is inaccurate in pressure measurement, although the flow sensor and expiratory cassette have been replaced. No harm to the patient was reported. The device alarmed the deviation. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis. Additionally, the device was examined onsite by dräger service technician. According to the investigation results, the reported event could be confirmed. Based on the log, it could be determined that no device check was performed since october 20, 2023. The device has posted the alarm message ¿pressure measurement inaccurate¿ at the reported time as a specified reaction on a missing calibration of the gas supply sensors. The investigation indicated no technical malfunction. A calibration of the gas supply sensors must be performed every 3 months. This calibration is a step in the device check but can be skipped. If the calibration is not performed within 3 months, the accuracy of the o2 sensor will be reduced. The initially reported pressure releses could not be confirmed after investigation. Based on the results of the investigation, this case is not considered reportable under meddev 2.12 rev.08 and and the medical device regulation (MDR 2017/745) because the reported death was not related to the dräger device used, nor is it expected to be in the event of a recurrence. After calibration during the device check the sensor will work again with full accuracy. The affected device was tested according to manufacturers specifications without any deviation. The result of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It has been reported that the affected device is inaccurate in pressure measurement, although the flow sensor and expiratory cassette have been replaced. No harm to the patient was reported. The device alarmed the deviation. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.